Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, four (4) photographs of the samples were provided for evaluation. The photographs were reviewed and showed six (6) minicaps with the foam outside the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge of an unspecified quantity of minicaps were outside the cap. This occurred before use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.